Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported that "on 28-may-2023 to and from that night the sensor started beeping with warning of low glucose level. After couple of alarm, I took two candies and a cup of orange juice but it continued sounding alarm. Next day I was travelling and the alarm continued. I got so panicky that I had to stop to a drug store, buy a glucometer and measure. It was in canada so the machine read 5.3 mmol/l and the pharmacist told me that 4-7 range is okay. This confirmed that the libre3 was not showing the correct glucose level. The reading was in the normal range although the libre 3 was constantly beeping and showing glucose level as low as 53 mg/dl". There was no report of third-party medical treatment intervention. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however all follow-up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This issue does not meet reportability criteria. However, it is being reported to the FDA as the complaint was received via user report. An extended investigation is pending at this time, and will be performed per adc's established processes and procedures. A follow-up report will be submitted upon completion of all required investigation activities. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. The operating system is unknown, so the g4 - PMA/510(k) number populated is for ios. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported, the following information: a customer reported, that "on (B)(6) 2023 to and from that night, the sensor started beeping with warning of low glucose level. After couple of alarm, I took two candies and a cup of orange juice, but it continued sounding alarm. Next day I was travelling and the alarm continued. I got so panicky, that I had to stop to a drug store, buy a glucometer and measure. It was in canada, so the machine read 5.3 mmol/l and the pharmacist told me that 4-7 range is okay. This confirmed, that the libre3 was not showing the correct glucose level. The reading was in the normal range, although the libre 3 was constantly beeping and showing glucose level as low as 53 mg/dl". There was no report of third-party medical treatment intervention. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event. However, all follow-up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.